Manufacturer narrative:
Estimated event date. Section d information references the main component of the system and other applicable components are: product ID (B)(6) lot# serial# (B)(4)implanted: (B)(6) ,2012 explanted: (B)(6) 2017, product type extension.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient implanted for other deep brain stimulation (dbs) and movement disorders. It was reported that shocking was experienced at the ins pocket site and sometimes up in the neck. It was unknown if the shocking was all the time or intermittent. The issue was uncomfortable for the patient, so the ins was turned off for a couple of weeks. Troubleshooting included an impedance check which showed high impedances on electrode pair c-3 at 2100 ohms and a low impedance of 31 ohms on a contact. Interventions included revision to replace the ins and extension. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the shocking was caused by either the ins or extension. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was currently doing well and not experiencing shocking. The cause of the shocking had still not been determined.